Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not adequately mechanically ventilating. There was no report of patient injury.